Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that it was initially stated that the heart issue was pre-existing but then stated they had a heart attack since they had a implant. They were not sure if their condition was pre-existing. It was stated that they could not have a defibrillator because they had an old implantable neurostimulator (ins) that no longer works. No interventions mentioned. It was considered a sudden change in therapy or symptoms. Relevant medical history includes arachnoiditis.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that she had been getting forms in the mail asking about her history. The patient reported that she didn¿t know what she did with the form. The patient reported that it asked about when her heart attack was and when she had problems with her device in her back. The patient reported that her heart attack was in 2006. The patient reported that her device was placed in 2003 and never worked from there. The patient reported that several manufacturer¿s representatives tried to fix it and it wouldn¿t work. The patient reported that it was placed by her spinal cord. The patient reported that she didn¿t remember all the questions on the form. The patient reported that she didn¿t want to fill them out and thought it was easier to call. No further complications were reported.